Event description:
It was further reported that in (B)(6) 2010, the patient experienced stent thrombosis.

Event description:
It was further reported that lesion 1 was located in the left main coronary artery instead of the distal left anterior descending (lad).

Manufacturer narrative:
.Bsc ID #: a00316629 tw: 2284335

Event description:
(B)(6). It was reported that post a coronary artery stenting treatment procedure, the patient expired. The target lesion being treated was located in the distal left anterior descending (lad). The lesion was 95% stenosed, 3.5mm in diameter and 16mm long. The lesion was treated with direct stenting using a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 7 days later on aspirin and prasugrel. In (B)(6) 2010, the patient was hospitalized with bilateral pleural effusion, right greater than left and symptoms including constipation, chest pain, shortness of breath, epigastric pain and diffuse pain. Cardiac enzymes were negative for re-infarct, but consistent with the patient recent infarction with declining troponin levels. The patient underwent a transthoraic echocardiogram which revealed ejection fraction 50-55%, severe lateral wall hypokinesis, mild anterior wall hypokinesis and mild to moderate mitral regurgitation. The patient underwent chest x-ray revealing bilateral dependent pleural fluid collections, right greater than left. The patient underwent a right-sided thoracentesis, removing 1.1 liters of amber fluid from right chest. Post procedure chest x-ray showed marked improvement in aeration and room air saturations were in the high 90's at that point. The patient was discharged 2 days later on aspirin and prasugrel. Six days later, the patient expired at home. The cause of death is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).